Manufacturer narrative:
The device, external paddles and multi-function cable were returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, patient impedance testing, defib testing and internal evaluation without duplicating the report. The non-zoll battery passed testing. The device was recertified and returned to the customer. No clinical data was available for review as part of this investigation. The covidien electrode pads used were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.